Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system slow" (device operates differently than expected); "odor" (device emits odor). A customer reported the equipment was slow and the voice is in another idiom and it was not possible to return to (B)(6). The customer also reported a different odor. The procedure was completed, but with difficulty. Additional information has been requested. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).